Event description:
It was reported that there was no function of the pump. There was unknown patient involvement. Analysis of the device found that the gearmotor was stuck.

Manufacturer narrative:
E1: facility name (B)(6). H3/h6: one pump was returned for analysis in used condition. Visual inspection found the device was in good condition. Service history review identified that the device has not been serviced in the past 12 months. Review of the event history log was not applicable. Functional testing confirmed the customer reported issue. The investigation showed that the gearmotor was stuck and did not move. The gearmotor will be replaced.